Manufacturer narrative:
UDI= (B)(4).

Event description:
A report was received that the patient was having difficulty charging the battery since the ipg had rotated within the pocket. The patient will undergo an ipg revision.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg was adjusted in the pocket. No device malfunction was suspected. The patient was doing well postoperatively.

Event description:
A report was received that the patient was having difficulty charging the battery since the ipg had rotated within the pocket. The patient will undergo an ipg revision.